Event description:
Caller reported the infusion device keeps showing an e7 (electronic error) message during the change the cartridge procedure. Requested return of the alleged infusion device for evaluation. E7001 were found in the history. It is not possible to further operate the pump due to a short-circuit of the buzzer. The pump correctly triggered the e7001 error messages.